Event description:
Customer reported the stylet tube is leaking, could not aspirate blood. During usage stylet tube is leaking and they are not able to aspirate blood. Needed to change the PICC and this same occurred again. Additional information received: 23/aug/2023: "no serious injury to patient." There were sixteen devices returned for investigation. This report addresses the eleventh device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.